Event description:
A customer from (B)(6) performed control tests using a contour system and received results of 239, 222 and 242 mg/dl. The normal control range was 110-152 mg/dl. No adverse events were alleged. Customer service replaced the customer's meter. It is not known if any product will be returned at this time.